Event description:
During a scheduled maintenance inspection, physio-control found that the device intermittently failed to detect the therapy cable connection. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and was unable to duplicate the observed intermittent failure. Therefore, further cause of the problem could not be determined.